Manufacturer narrative:
(B)(4). Correction: upon further investigation, it was discovered that this report is a duplicate of manufacturer report number 6000001-2011-28576. All further investigation will be addressed in manufacturer report number 6000001-2011-28576.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a malfunction of a damaged battery. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.